Event description:
It was reported that the patient experienced fever, swelling, and discharge with ams inflatable penile prosthesis (ipp). A salvage penile prosthetic surgery utilizing a new tactra was carried out due to an infection. A full salvage protocol was implemented and the cause of infection is unknown. Device failure is not the cause of the issue.